Manufacturer narrative:
(B)(4). The rite electrical test failure ground bond failed performance specification was not confirmed by review of the logs or duplicated during pal evaluation. Internal/external inspection per (B)(4) found no issues. Pal method 3 evaluation found no issues with ground bond in the device, continuity was measured between power entry module and doorpost; ground bus resistance measured 12m' (.012') indicating no issue with ground bus in the device. The cause of the rite electrical test failure of ground bond failed performance specification was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.